Manufacturer narrative:
No damages or defects were seen with the cannula assembly or needle mechanism that would cause the cannula to dislodge. The root cause of the reported event could not be determined. No issues were observed with the exposed portion of the soft cannula and fluid was observed passing through successfully. The data did not show any increase in pulse widths that would indicate an occlusion from a bent/kinked cannula. The fluid path was inspected and no signs of leakage were observed. The cannula was clamped and ratchet gear spun, no leakage was observed. No other damages or defects were observed that could contribute to the reported event. Data downloaded from the device returned an 0x18 alarm, indicating the device ran until the reservoir was empty.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged and was bent from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose above 600 mg/dl while wearing the pod between 4 and 24 hours. The pod's cannula was found to be dislodged from the infusion site (abdomen) and the cannula was bent. As treatment, a new pod was applied.